Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: t1s, sn: (B)(6), has had a constant alarm and not switched on during the morning checks. This is the second time this has happened with this device - it happened in feb and I sent the logs to you at that time. At that time you advised there was nothing obvious in the logs and if it passed the service checks then it was ok to return to use. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: t1s, sn: (B)(6), has had a constant alarm and not switched on during the morning checks. This is the second time this has happened with this device - it happened in feb and I sent the logs to you at that time. At that time you advised there was nothing obvious in the logs and if it passed the service checks then it was ok to return to use. No health consequences or impact.